Event description:
The device was returned for a pneumatic valve leak failure (valve 3). The device had a pump alarm at start up. Log files indicate pneumatic valve leak failure (valve 3). The device failed hardware test for valve 4 vent leak failure. Valve 3 and valve 4 will be removed and replaced. No other damage found.

Event description:
The following has been reported: biomed reported: no patient reported incident. Issue: service needed alert. Data logs attached. Incident occurred on (B)(6) 2025. Verified issue: 4/2/2025. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.